Manufacturer narrative:
The investigations found that an instrument problem was not observed. The customer believes the issue was due to a single reagent pack that was replaced following the event. The customer has had no further issues since replacing the reagent pack. The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were that the field service engineer performed a photomultiplier voltage adjustment. Analyzer performance testing was completed. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous low results were generated by the cobas e 411 immunoassay analyzer. The event involved a total of 26 patients with erroneous results for elecsys pth immunoassay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.